Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with compromised force sensor system alarm. It was reported that insulin was squirting out during manual prime. The customer's blood glucose level was reported to be 112mg/dl. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor passed motor test. No a33 alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.